Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document CAPA (B)(4) for outside us like products reporting. This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was not returned to the manufacturer as it was not explanted. Therefore the product investigation consisted of a review of the manufacturing records. The results are listed below: the product was not returned for complaint investigation. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required.

Event description:
Inflammation developed in the eye implanted 251. The eye had no vitreous opacity and was inflamed at only anterior segment. The antimicrobial did not work at all, but the steroid went well.